Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It wa reported that the patients pocket and midline incisions were swelling due to infection. A yellow tinted fluid aspirated between the two sites and the skin was warm to touch around the incisions. The patient was feeling pressure at the midline incision. The patient was given intravenous antibiotics which was injected at the ipg site. Additional information was received that the cause of infection was unknown. The patients symptoms were improving with antibiotics and infection was resolved. Additional information was received that the patient has been evaluated by infectious disease after noticing return of infection symptoms. The patient underwent an explant procedure. The explanted leads were discarded by facility.

Event description:
A report was received that the patients pocket and midline incisions were swelling due to infection. A yellow tinted fluid aspirated between the two sites and the skin was warm to touch around the incisions. The patient was feeling pressure at the midline incision. The patient was given intravenous antiobiotics which was injected at the ipg site.

Manufacturer narrative:
Additional information was received that the patient has been evaluated by infectious disease after noticing return of infection symptoms. The patient underwent an explant procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
It wa reported that the patients pocket and midline incisions were swelling due to infection. A yellow tinted fluid aspirated between the two sites and the skin was warm to touch around the incisions. The patient was feeling pressure at the midline incision. The patient was given intravenous antibiotics which was injected at the ipg site. Additional information was received that the cause of infection was unknown. The patients symptoms were improving with antibiotics and infection was resolved. Additional information was received that the patient has been evaluated by infectious disease after noticing return of infection symptoms. The patient underwent an explant procedure. The explanted leads were discarded by facility. The reported event was not confirmed. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Hence, the probable cause selected for this complaint is no problem detected. Additional information was received that a portion of the existing lead was stuck in the epidural space that was unable to be removed previously. The CT scan showed all contacts of the infinio lead remained in the space. The patient underwent a lead fragment explant and was doing well after surgery completion. Explanted lead components will not be returned.

Manufacturer narrative:
Additional information was received that the cause of infection was unknown. The patients symptoms were improving with antibiotics and infection was resolved.

Event description:
A report was received that the patients pocket and midline incisions were swelling due to infection. A yellow tinted fluid aspirated between the two sites and the skin was warm to touch around the incisions. The patient was feeling pressure at the midline incision. The patient was given intravenous antibiotics which was injected at the ipg site.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5062780/5062784, model/catalog description: infinion cx lead kit, 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients pocket and midline incisions were swelling due to infection. A yellow tinted fluid aspirated between the two sites and the skin was warm to touch around the incisions. The patient was feeling pressure at the midline incision. The patient was given intravenous antibiotics which was injected at the ipg site.